Manufacturer narrative:
The ge healthcare representative performed a checkout of the unit. The reported complaint could not be confirmed. It was noted that there was excessive dust on the main board causing error message "machine is automatically switched off". The dust was removed, and the unit was returned to service.

Event description:
The hospital alleged that there is a compressor problem during pre-use checkout. The ge healthcare representative performed a checkout and the customer reported problem was not reproduced. The gehc representative noted that the problem observed was "machine is automatically switched off" and this is due to excessive dust on the main board. There was no report of patient involvement.